Event description:
It was reported that during set-up of the deice for a cardiopulmonary bypass procedure, the user received a "e33 message" right after they turned channel a on in circulation mode and set to twenty-five degrees celsius. The customer tried to reset the unit once, which did not clear the error code. As a result, an alternate device was employed. The surgical procedure was completed successfully and there were no delays, no blood loss, or adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) ran unit for an hour. Turning it on and off could not duplicate the problem. The fsr used hx2 field service handbook troubleshooting section to determine resistance temperature detector (rtd) to be a probable cause. The fsr removed and replaced rtd as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.